Manufacturer narrative:
Concomitant medical products: 452445 lead, implanted (B)(6) 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead measured low impedance. It was also reported that the right ventricular (rv) lead had variable impedance measurements between low and normal range. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.